Event description:
(B)(4). Same case as 2134265-2009-04962. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was 100% stenosed and located in the right coronary artery (rca) with a 2.7mm reference vessel diameter and a 22mm lesion length. A 2.75x24mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was 80% stenosed and located in the rca with a 2.5mm reference vessel diameter and a 20mm lesion length. A 2.50x20mm liberte stent was implanted. An additional procedure was performed in the target lesion; stenting with another liberte stent to treat a dissection. Residual stenosis was 0%. Target lesion 3 was 65% stenosed and located in the rca with a 3mm reference vessel diameter and a 22mm lesion length. No attempt made for direct stenting. A 3.00x24mm liberte stent was implanted. An additional procedure was performed in the target lesion; stenting with another liberte stent to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged six days after the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.